Manufacturer narrative:
The insulin pump was received with a severely scratched display window. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump was reported with many scratches on the display window.